Manufacturer narrative:
(B)(4). Date sent: 01/26/2022. D4: batch # u5f52n. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The anvil was not returned. A new washer was installed in an engineering anvil, a battery was inserted, and the device was fired into a test skin forming all the staples. The staple line was complete, and the staples meet the staple form and release criteria. No issues were observed attaching or keeping the anvil in place while firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 01/07/2022.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure that the anvil would not lock on to the trocar of the device properly. Anvil and device were removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.